Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the customer had issues with the balloon inflation after a few days of use. Customer needed to perform a premature trach change. No injury or adverse affects after trach change completed.

Manufacturer narrative:
Other text: thirteen (13) unused, unopened packs were returned for investigation. Upon physical inspection, it was found that the samples were all in good condition, thus the complained issue could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.